Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an air in line alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the air in line alarm was determined to be a damaged central processing unit (cpu). The cpu pcb (printed circuit board) assembly has been replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.